Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade did expose. However, the blade failed to rotate; therefore, the device did not operate as intended. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2014. During the procedure, the handpiece locked. When the blade rotated, the blade did not appear and it did not cut the tissue. There was no adverse consequence to the patient.